Manufacturer narrative:
Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. However, device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 449 mg/dl at the time of incident and the other blood glucose level was 122 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer stated that insulin pump had cracked on the reservoir lip ring. Customer stated that reservoir able to lock in place when inserted into insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.